Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 821 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer had run out of insulin. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin drip. Customer was advised to troubleshoot needed on pump had high blood glucose and diabetic ketoacidosis due to running out of insulin.